Manufacturer narrative:
Brand name - the correct brand name is sterrad sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. A field service engineer (fse) was dispatched to customer site. The fse discovered the sealsure chemical indicator tape was expired. Once the customer stopped using the expired tape and changed to a new tape, the issue was resolved. The fse confirmed the unit met specifications and was returned to service on 10/07/2015.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad 100s cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad&#59411;sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), trending analysis by lot, concomitant product evaluation and visual analysis. The DHR was unable to be reviewed as the lot number was not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Trending analysis by lot number was not performed as the lot number was not available. The concomitant sterrad® was evaluated by the fse confirmed the unit met specifications. The product was not returned; therefore, no visual analysis was performed. The assignable cause of the issue can be attributed to user error as the customer was using expired product. The customer letter was sent addressing the use of expired product. The issue will continue to be tracked and trended.